Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, the device caused a mild skin irritation on the right side of the forehead when the patient was evaluated less than one hour post-procedure in the step-down unit. The irritation was pink and outlined where the sensor was placed for an hour. The patient was in supine position and skin was checked prior to application, after removal and at discharge. It was indicated that the patient had sensitive skin. No medical consultation or treatment was needed.